Event description:
During post-surgical wound inspection, a pt was found to have a burn on their lower back at the perimeter of the surgical site. The pt had undergone an approx eight hour lumbar laminoplasty procedure using an ioban drape and an opmi pentero 900 surgical microscope. The user facility initially determined first degree burn (medsun report, (B)(4) 2012) and subsequently revised their determination to second degree burn (reported to MFR).

Manufacturer narrative:
User facility requested a check of the microscope. The field service engineer (fse) inspected the system on (B)(4) 2012 and found it to be operating normally. At a f/u meeting, the user facility reported that it is investigating the potential risk and best practice for the use of iodine-based skin prep and drapes. The user facility also requested MFR support of checklist developed for microscope set up and surgeon's use. A medsun report was filed on (B)(4) 2012. It is not known whether (B)(6), the initial reporter, filed the medsun report. (B)(6).